Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the pump not responding. Customer changed the battery again and mentioned having an alarm pause on the pump. Customer's blood glucose was 77 mg/dl. Customer stated that the pump alarmed after a battery change. Customer cannot clear the alarm since the pump just turned off and did a reset. Customer stated that the pump started to alarm again. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was called back to replace the pump and customer stated that they returned the pump to the hospital. The hospital put a new battery in the pump and it is now working. Pump will not be replaced at the moment.